Manufacturer narrative:
We have visually inspected the returned device. Following our visual inspection our evaluation is that the chamber dome was cracked as reported. The crack appears to be significant enough to fall our production leak test. Therefore, we believe that the crack occurred after the product left our manufacturing facility. We are unable to determine what caused the crack. We believe that the crack occurred after manufacturing. We are aware of previous complaints of this nature; however, the occurrence rate extremely low.

Event description:
A hospital in another country, reported that water leaked from the mr290 autofeed humidification chamber because there was a crack in it. We have not received any report of injury to the pt.